Event description:
Pt had initial breast implantation in 1989. Became fatigued and developed discomfort in breast area. Symptoms and bilateral capsular contractures necessitate removal. Upon removal rupture of left implant confirmed.